Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.75x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 470mm distal to the distal end of strain relief. The shaft was not completely detached but only the outer coating holding the two sections together. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified left circumflex artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was noted that shaft break occurred outside the patient while crossing the lesion. The device was removed manually and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.